Manufacturer narrative:
The insulin pump alarmed with a button error and it had no button response due to corroded keypad traces. The device was unable to be verified for a battery out limit alarm and it could not undergo the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to the keypad anomaly. The pump also had minor scratches on the display screen and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 50 mg/dl, which the customer treated with juice. The customer cleared the button error alarm but the buttons are now unresponsive. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues, but stated that he had the pump in his waistband. The customer also reported a battery out limit alarm. Troubleshooting was declined for the keypad anomaly, battery out limit alarm, and for his low blood glucose. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.